Event description:
The event was received via medwatch report. Complaint alleges: catheter fractured where it enters the y when patient woke after surgery and was moving around a bit. It had been inserted same day - patient had gone to surgery - so had not been in the patient 24 hours before it broke off the y connector. Remainder of catheter removed when fracture discovered. No reported patient injury. Attempts made to get additional info from risk manager failed - no response.